Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an abdominoplasty procedure on unknown date and suture was used. On (B)(4) 2016, the suture began to spit out of the patient, creating an abscess and open wound. Additional information has been requested.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an abdominoplasty procedure on unknown date and suture was used. On (B)(6) 2016, the suture began to spit out of the patient, creating an abscess and open wound.